Manufacturer narrative:
97755-s, sn:(B)(6), returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting "a little shock" whenever they were touching the recharging paddle to put the device over their implant to charge, "it's scary". Pt (patient) mentioned they needed to cover their skin when they use the paddle to avoid getting shocked. Pt added that the electricity comes from the wire connections right before the round paddle. Pt mentioned that the issue started 6-7 days ago. Pt also mentioned that the controller screen showed "not attached" when recharging paddle is connected. Pt was getting screen message that the recharging paddle was not connected every time they tried to charge the implant. Pt was also thinking that there's a problem with the controller. Agent provided information to pt and agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 28-aug-2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.